Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced severe peritonitis manifested by epigastric pain. The cause and treatment for the peritonitis were not reported. On the same day as the onset, the patient was hospitalized via the emergency room due to the event. At the time of this report, the patient was not recovered from the event and pd catheter was removed due to severe peritonitis. Physioneal and extraneal therapies were discontinued. No additional information could be provided because the reporter declined follow-up.